Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility the run/load lever of the device disassembled. The procedure was able to be completed successfully using the same device without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility, the run/load lever of the device disassembled. The procedure was able to be completed successfully using the same device without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported disassembly of the blade mount lever was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, it was found that the barrel was fractured at the lever mount, which can lead to the reported event and can be caused by a material fatigue issue or impact.